Event description:
The reporter contacted animas on behalf of his son (the pt) alleging that the pump was slow to responding to button presses. He also alleged that the keypad was peeling. The reporter denied that the keypad was exposed to moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.